Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced high blood glucose besides battery issues. The customer's blood glucose ranged between 400mg/dl-497mg/dl; treated with manual injection. The customer pulled out the set from her body and noticed a bent cannula. Customer declined high blood glucose troubleshooting. The customer stated they had experienced issues with battery cap and it seems that it could be the issue. The customer will return device for analysis.